Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the devices during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/20/2024, a sales representative reported via phone that an ar-4551 sutureloc had the stylet from the cannulated drill broken off in the drill. Nothing fell inside the patient, and everything was retrieved. The case was completed using another ar-4551 sutureloc from the same lot with no issues. There was no case delay reported. This was discovered during a meniscal repair procedure on (B)(6) 2024, with no reported patient harm.